Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Angiography revealed multi-vessel disease. The left anterior descending (lad) artery revealed diffuse stenosis of 80% in the mid bifurcation and the distal portion. The second diagonal revealed 80% tubular stenosis. The distal circumflex (cx) was 100% occluded. A 3.5x32mm promus element coronary drug-eluting stent was deployed in the proximal-mid lad and the 2.75x20mm promus element stent was deployed in the second diagonal. Kissing balloon inflation was performed in the lad-diagonal bifurcation with unspecified 2.75 and 3.5mm balloons, resulting in 0% residual stenosis and timi 3 flow. Poba was then performed in the apical lad with an unspecified 2.5mm balloon; lesion was noted to be very distal therefore no stent was deployed. Multiple angiography views revealed the 2.75x20mm promus element stent was significantly compressed and/or deformed. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was further reported that the 3.5x32mm promus element stent system was advanced through the 2.75x20mm promus element stent. No further intervention was performed to treat the compression of the promus element stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).